Event description:
It was reported that during a low anterior resection procedure, the surgeon fired on bowel tissue but when the safety was released and the device was fired, no audible "crunch" from the washer was heard. The firing line on the handle was within the green area and the safety had definitely been removed. It had been fired across a contour staple line. The surgeon checked the tissue and while it had torn a bit, no donuts had formed and it wasn't stapled. He removed the handle of the device, and looked at the row of staples. He said that they had not formed a b-shape and were just protruding from the handle of the device. A couple of staples had fallen out of the device but these had not formed either. The surgeon completed the anastomosis by doing a colo-anal anastomosis. At the time the complaint was reported, the patient was doing ok. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device, open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference instructions for use for additional information needed. In addition, please note that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information: was the procedure done open/laparoscopically? Laparoscopically. What device was used for the proximal and distal transaction of the bowel? What colour reload? Proximal - a reusable steel purse string applicator, not a device. Distal - contour. On what tissue type was the device used? Rectum. What purse string technique was used or what purse string technique does this surgeon normally use? (Ex. Hand tied purse string, purse string device). A steel reusable purse string applicator was used but not an actual device. Was the spike of the trocar inserted through bowel lateral or through the staple line? Through the staple line of the contour. What confirmation did the surgeon receive that the anvil was firmly attached? He heard it click on and when he tried to remove it force was required to pull it off. When the device was fired, what was the location of the indicator within the gap setting scale? It was within the green area as closer to the smallest staple height (it had been at the smallest staple height but the surgeon asked his spr to open it very slightly). Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Fired through the contour staple line. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? There was no crunch heard but the device was unable to be fired further. The firing handle was squeezed as tightly as possible. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did the firing handle automatically return to its original (pre-fired) position without intervention? Yes. Was there any difficulty removing the device from the tissue? If yes, how many counter-clockwise revolutions were used to open the device? There was difficulty removing the staples as none of them had formed so whichever staples had stayed in the tissue had to be removed. The surgeon had to open the device fully to ensure that the open staples were removed. As staples had not formed in a b-shape he was required to open the device fully. What steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation, etc.) Not possible as an anastomosis had not been successful. As the surgeon mentioned "there was a big hole" where the anastomosis should have been. Is there any other additional information you would like to share about this device, procedure, patient or physician? No. What were the indications for surgery? What was found? Rectal cancer. Does the patient have any relevant history of surgical treatments? If so, what? No. Patient had been through radiotherapy. What are the patients age and sex? Male - (B)(6).